Manufacturer narrative:
On april 27, 2020, mentor completed evaluation of the device. Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the returned device. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On april 2, 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On march 24, 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with 425cc mentor memorygel breast implants and experienced postoperative sickness. The patient's symptoms were unspecified. The patient also had right-sided capsular contracture (baker grade ii). As a result of the patient's condition, she underwent bilateral explantation on (B)(6) 2020 and did not receive replacement devices. This report is for the patient's left-sided device.